Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a 3.0mm balloon. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent to the 95% stenosed lesion located in the moderately calcified, moderately tortuous proximal-mid circumflex (cx) artery, but was unable to cross the lesion. The physician attempted to remove the stent delivery system (sds) and the stent dislodged inside the patient. The stent was located in the left groin area via x-ray. Another physician was consulted and no attempt was made to retrieve the stent. No additional patient complications were reported. The procedure was completed using another stent.

Manufacturer narrative:
.